Event description:
It was reported that during service and repair pre-testing the foot control device "had oil contamination and debris". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The reported condition was confirmed. The determined root cause was device worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.